Manufacturer narrative:
Updated b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back with equipment present because their ins was not recharging since they were getting no device found. During reason for call pt experienced intermittent recharging going from good to excellent to poor without moving. The controller was at 100% and the ins was in the red. Patient mentioned that the inability to charge the ins and stimulation output issue must be due to plug / wire to controller and outlet. The issue was resolved with the replacement of recharger.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was the patient (pt) reported that they have been unable to charge the ins for 3 days now. Pt stated they see no device found, then 'it' would come on for 5 minutes and go off again. Pt added that they were seeing an unknown 'call medtronic' message while trying to charge ins and the ins would not charge. Pt stated resetting the controller did not resolve. Pt stated they have been living without the stimulation for a week. Pt did not have the recharger at time of the call. Pt mentioned they met with one of the mdt reps maybe 2 months ago because they have been having issues with the implant itself. Pt stated they have to 'do different things' to make it work. Pt stated they would push on their back and 'it started working'. Pt stated they were told that there is a new ins that moves with the body. Pt stated that the stimulation it 'not always going or working'. Pt stated they have to roll on a roller and the back would start again. Pt was redirected to hcp to further address the therapy issue, possible ins replacement/re programming. Pt will call back when they have the recharger available. Agent recommended to document the message if it appears again. No symptoms were reported.